Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported fill issues during treatment. The patient¿s contact reported the cycler was not filling him properly which was causing him to have to bypass every cycle: drain 0: 72 ml fill 1: 1866 ml drain 1: 5558 ml fill 2: 2018 ml drain 2: 3181 ml fill 3: 1635 ml drain 3: 1676 ml the reported drain 1 volume of 5558 ml was 275% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill. As of (B)(6) 2017, the patient¿s fill issue was resolved and was continuing with his pd therapy without any issues.

Manufacturer narrative:
Date received by manufacture: 10/15/2017.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported fill issues during treatment. The patient¿s contact reported the cycler was not filling him properly which was causing him to have to bypass every cycle: drain 0: 72ml fill 1: 1866ml drain 1: 5558ml fill 2: 2018ml drain 2: 3181ml fill 3: 1635ml drain 3: 1676ml the reported drain 1 volume of 5558ml was 275% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill. As of (B)(6) 2017, the patient¿s fill issue was resolved and was continuing with his pd therapy without any issues.

Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. The valve actuation test, system air leak test and patient sensor calibration check passed. The load cell verification was within tolerance. An internal inspection of the cycler found pneumatic filter¿s hp2 is discolored (brown). The cause of the discolored filter could not be determined. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported fill issues during treatment. The patient¿s contact reported the cycler was not filling him properly which was causing him to have to bypass every cycle: drain 0: 72ml fill 1: 1866ml drain 1: 5558ml fill 2: 2018ml drain 2: 3181ml fill 3: 1635ml drain 3: 1676ml the reported drain 1 volume of 5558ml was 275% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill. As of (B)(6) 2017, the patient¿s fill issue was resolved and was continuing with his pd therapy without any issues.